Manufacturer narrative:
In review of the images ge representatives determined that the graininess of the images was acceptable. Image may be improved by decreasing the selected CT scan thickness. No device malfunction could be detected. Operator informed of issue regarding scan thickness.

Event description:
It was reported that the entrak 2500l reproduced grainy reconstructed images of the sagital and corneal anatomical sections making interpretation difficult. There was no adverse patient involvement reported. There was no patient information reported.